Manufacturer narrative:
H6 - 4581 - rotation. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and lens rotation. Due to low vault and lens rotation, the lens was repositioned. This did not resolve the problem. At a later date the lens was exchanged for a different model and power but same length lens. The problem was resolved. Cause of the event is unknown.